Event description:
A report was received that the ipg depletes quicker than expected. The patient will now have the ipg explanted.

Event description:
A report was received that the ipg depletes quicker than expected. The patient will now have the ipg explanted.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.